Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. Initial reporter phone: (B)(6). (B)(4). Investigation results: a visual examination of the complaint device revealed that the catheter shaft was broken into two pieces. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that an extractor pro xl retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct (cbd) on (B)(6) 2017. According to the complainant, during the procedure, the catheter shaft was torn in the middle when the stones were removed from the bile duct. The procedure was completed with a different device. There were no patient complications reported as a result of this event. Investigation results showed that the catheter shaft was broken into two pieces; therefore, this is now an MDR reportable event.